Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('super heavy periods') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), alopecia ("hair loss/thin hair"), flatulence ("gas pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had essure removed 5 weeks ago). Essure was removed. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown, the alopecia had resolved and the flatulence and abdominal pain was resolving. The reporter considered abdominal pain, alopecia, dysmenorrhoea, flatulence and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter added. On jun-2013, she implanted essure. Added event hair loss/thin hair. For event menorrhagia upgraded as serous. On 20-mar-2020: social media received. Reporter added. Outcome of event abdominal pain was recovering. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.